Event description:
It was reported, patient is scheduled to have revision surgery in (B)(6) 2012. Patient states that he has pain in his hip joint and elevated metal levels. Patient had blood work, an MRI and hip aspirated.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report. An evaluation of the device cannot be performed as the device remained implanted and was not returned to the manufacturer. Additional information pertaining to the device referenced is this report (including x-rays and medical records) was requested. Should additional information become available, it will be submitted in a supplemental report.